Manufacturer narrative:
The customer reran the qcs and they were out of range. The customer stopped running patient samples on the analyzer. The customer cleaned the water tank and subsequent qc results were within range. The field service engineer (fse) inspected the analyzer and found that the issue was caused by contamination of the analyzer's water system. The fse performed a full system decontamination. The customer performed qc with successful results. The investigation is ongoing.

Event description:
The initial reporter received a questionable ca2 calcium gen.2 result from one patient sample tested on a cobas 4000 c (311) stand alone system. The initial result was not reported outside of the laboratory. The reporter questioned the result and reran the patient sample on their other c311. The initial result from the analyzer was 14.6 mg/dl. The repeat result from the other analyzer was 10.4 mg/dl. The repeat result was deemed correct. The reagent lot number is 651537.

Manufacturer narrative:
The reagent lot number is 65153701 with an expiration date of 31-oct-2023. The last calibration performed on (B)(6)-2022 was within specifications. The qc was within the provided ranges. After the issue began, the customer reran qc with both levels out of range (high). The alarm trace did not indicate any issues. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.